Manufacturer narrative:
Field service engineer (fse) investigated report of uncommanded table movement during a case (upward for approx 2 sec) by activating all table footswitch and handcontrol movements multiple times and no issues were noted. Fse moved footswitch connector and inspected pins and all were stable. Fse rebooted table power and activated all foot and handcontrol movements and still could not duplicate reported problem. Fse completed table checkout per service checklist in accordance with service manual and returned the table for full service.

Event description:
On (B)(6): customer reports via phone that during a transuretheral resection of the prostate on a (B)(6) y/o male pt, the table performed an uncommanded movement by elevating six inches. Physician was able to complete the procedure using the table. No reported injury. Staff has not been able to duplicate the reported event.